Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg defibrillator (B)(6) 2010; 3830-59 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the remote transmission alert triggered for short interval counts (sic) and there may be noise. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.